Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported. Additionally, an incorrect transmitter ID was entered into the pump. The t:slim g4 user's guide states: make sure that the correct transmitter ID has been entered into your pump. You only need to enter a new transmitter ID if the pump or transmitter have been replaced.